Manufacturer narrative:
The alleged deficiency could not be confirmed. Although the reported results were found in the memory of the returned device. Failure analysis of the returned product revealed that the nova max link glucose monitoring device performed within specification. The complainant returned blood glucose test strip from the lot in question. Visual as well as chemical evaluation (by testing with control solution) was not able to replicate the alleged issue as the performance testing revealed the strip to perform within specification as well. The DHR was complete and contained all relevant data indicating the product put into finished goods met all specifications. During the call to customer support, it was revealed that the consumer did not perform a control solution test for integrity before use their initial test strips as instructed in our directions for use. Per label copy/ package insert: high or low blood glucose results can indicate potentially serious medical conditions. In case of an unexpected result, you should repeat the test using a new test strip. If the result is still unexpected, or the reading is not consistent with how you feel, contact your hcp and treat as prescribed. Any change in the treatment of your diabetes should be discussed with your hcp. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Storage and handling: keep the nova max glucose test strips vial tightly closed when not in use. Test strips should be stored only in the original vial.

Event description:
Complainant called to report an incident where the emt's were called due to an inaccurate blood glucose reading. According to the caller, "...she did not agree with the blood glucose result in question because at that time she felt "unsteady" and thought her blood sugar was lower than the reading in question..." The complainant reported at approximately 10:30 pm she passed out and her husband who was with her at that time called 911. The emt's arrived shortly after 10:40pm. According to the complainant when the emts arrived they performed a blood glucose test using their unknown brand and getting a result of 40 mg/dl.